Event description:
It was reported that during central processing, the tip on the hem-o-lok clip medium large clip applier instrument was broken and the wires were exposed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube to be broken at the distal end which connects with the clevis. As a result, the main tube was dislodged from the clevis and the hypotube was exposed. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube and exposed hypotube found during failure analysis if to recur could cause or contribute to an adverse event.